Event description:
It was reported that an 86 yo female patient, initial right shoulder implanted in (B)(6) 2024, underwent a revision procedure in (B)(6) 2024, approximately 4 months post the initial procedure. The patient was revised due to an infection, reportedly caused by a cat bite. Everything was taken out and a spacer was put back in. There were no device breakages, or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were available. The explanted devices are not available for return as they were discarded at the hospital. No device images were available. No further information.

Manufacturer narrative:
D10: concomitants: 321-20-00 - equinoxe, humeral stem primary, press fit 13mm (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6) 320-15-01 - eq rev glenoid plate (B)(6) 320-20-00 - eq reverse torque defining screw kit (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6) 320-38-00 - equinoxe reverse 38mm humeral liner +0 (B)(6) 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm (B)(6).

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or the reported cat bite. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.